Event description:
It was reported the physician implanted the sjm ring and noticed trivial mitral regurgitation around a3-p3 postoperatively, but the surgeon did not think this was problematic. The following day, the pt's ldh was greater than 1000 and re-op was needed. Intraoperatively, the surgeon checked the regurgitation and noticed it was due to displacement of one of the three artificial chordae which was placed on the anterior cusp. The implanted ring was removed along with all artificial chordae. Three new chordae were attached and the ring was again implanted. The physician stated the event was not caused by the ring.